Manufacturer narrative:
(B)(6).

Event description:
It was reported that in-stent reocclusion occurred. The patient underwent treatment with the eluvia stent on (B)(6) 2019 as part of the (B)(6) clinical trial. The target lesion was located in the distal and middle superficial femoral artery (sfa) of the left leg. It had a 5.5 mm reference vessel diameter proximally and distally with a total length of 70 mm visually estimated. The target lesion was 95% occluded and crossed through the true lumen. Pre-dilatation was performed using one balloon. Afterwards, one eluvia stent 6 x 80 mm was implanted. Post-dilatation was performed using one balloon, and 10% residual stenosis remained. No thrombus was seen at the end of procedure. On (B)(6) 2019, an in-stent reocclusion of the sfa left leg target lesion was observed. The patient was admitted to the hospital on (B)(6) 2019 for an intervention. An atherectomy and drug coated balloon (dcb) treatment was performed. The event was resolved as of (B)(6) 2019.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: date of birth: birth year 1691.

Event description:
It was reported that in-stent reocclusion occurred. The patient underwent treatment with the eluvia stent on (B)(6) 2019 as part of the eminent clinical trial. The target lesion was located in the distal and middle superficial femoral artery (sfa) of the left leg. It had a 5.5mm reference vessel diameter proximally and distally with a total length of 70mm visually estimated. The target lesion was 95% occluded and crossed through the true lumen. Pre-dilatation was performed using one balloon. Afterwards, one eluvia stent 6x80mm was implanted. Post-dilatation was performed using one balloon, and 10% residual stenosis remained. No thrombus was seen at the end of procedure. On (B)(6) 2019, an in-stent reocclusion of the sfa left leg target lesion was observed. The patient was admitted to the hospital on (B)(6) 2019 for an intervention. An atherectomy and drug coated balloon (dcb) treatment was performed. The event was resolved as of (B)(6) 2019. It was further reported that on (B)(6) 2019, the patient was discharged with antiplatelet therapy. On (B)(6) 2019, the patient presented with symptoms of progressive claudication. The patient was hospitalized for further treatment and evaluation. 100% stenosis was observed in the target lesion with 5,5 reference vessel diameter. This was treated with a jetstream atherectomy catheter 3/3.4 mm in the proximal sfa. However, atherectomy was discontinued due to pronounced pelvic kinking. The sfa was pre-dilated using 5 mm x 300 mm non-bsc balloon with subsequent use of 6 mm x 120 mm and 6 mm x 150 mm ranger drug coated balloons. Angioplasty of the common femoral artery (cfa), the entire sfa, and the proximal popliteal artery was performed. Post angioplasty with the two ranger drug coated balloons, dissection in the region of the femoropopliteal junction was noted which was treated with additional implantation of a non-bsc stent. Post treatment, 0% residual stenosis was noted. On (B)(6) 2019, color duplex sonography detected left common iliac artery with biphasic perfusion. External iliac artery, common femoral artery, deep femoral artery, superficial femoral artery and popliteal artery rapidly accelerated and with holo-diastolic flow, patent tibial-fibular tract. There was one-vessel lower leg supply via the fibular artery. On (B)(6) 2019, the event was considered recovered/resolved and the patient was discharged on the same day in a stable general state of health with antiplatelet medication.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: date of birth: birth year 1691.

Event description:
It was reported that in-stent reocclusion occurred. The patient underwent treatment with the eluvia stent on (B)(6) 2019 as part of the eminent clinical trial. The target lesion was located in the distal and middle superficial femoral artery (sfa) of the left leg. It had a 5.5mm reference vessel diameter proximally and distally with a total length of 70mm visually estimated. The target lesion was 95% occluded and crossed through the true lumen. Pre-dilatation was performed using one balloon. Afterwards, one eluvia stent 6x80mm was implanted. Post-dilatation was performed using one balloon, and 10% residual stenosis remained. No thrombus was seen at the end of procedure. On (B)(6) 2019, an in-stent reocclusion of the sfa left leg target lesion was observed. The patient was admitted to the hospital on (B)(6) 2019 for an intervention. An atherectomy and drug coated balloon (dcb) treatment was performed. The event was resolved as of (B)(6) 2019. It was further reported that on (B)(6) 2019, the patient was discharged with antiplatelet therapy. On (B)(6) 2019, the patient presented with symptoms of progressive claudication. The patient was hospitalized for further treatment and evaluation. 100% stenosis was observed in the target lesion with 5,5 reference vessel diameter. This was treated with a jetstream atherectomy catheter 3/3.4 mm in the proximal sfa. However, atherectomy was discontinued due to pronounced pelvic kinking. The sfa was pre-dilated using 5 mm x 300 mm non-bsc balloon with subsequent use of 6 mm x 120 mm and 6 mm x 150 mm ranger drug coated balloons. Angioplasty of the common femoral artery (cfa), the entire sfa, and the proximal popliteal artery was performed. Post angioplasty with the two ranger drug coated balloons, dissection in the region of the femoropopliteal junction was noted which was treated with additional implantation of a non-bsc stent. Post treatment, 0% residual stenosis was noted. On (B)(6) 2019, color duplex sonography detected left common iliac artery with biphasic perfusion. External iliac artery, common femoral artery, deep femoral artery, superficial femoral artery and popliteal artery rapidly accelerated and with holo-diastolic flow, patent tibial-fibular tract. There was one-vessel lower leg supply via the fibular artery. On (B)(6) 2019, the event was considered recovered/resolved and the patient was discharged on the same day in a stable general state of health with antiplatelet medication. It was further reported that on (B)(6) 2019, pre-interventional angiography revealed sfa with reduced lumen at the origin, distal in-stent occlusion, distal of the stent proximal popliteal artery with 60 to 70% stenosis. Post angioplasty, the dissection was noted to have been treated successfully with a good outcome. Core lab analysis at left mid sfa revealed revascularization performed at the target lesion, with patent inflow and outflow. In-stent restenosis pattern was occluded with absence of thrombus and aneurysm. On (B)(6) 2019, post revascularization procedure, the ankle-brachial index (abi) at rest 0.7/0.6. Subject was recommended for continuation of oral anticoagulation medication with aspirin and clopidogrel 75mg for 3 months, followed by monotherapy with aspirin.